Event description:
Upon inspection of the large qwix tray set by the integra sales representative prior to bringing the set to the user facility, it was noticed that the depth gauge was incorrect. The incorrect depth gage was shorter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.